Event description:
Pt underwent implantation of epidural spinal cord stimulator electrode indicated for post-laminectomy pain syndrome on (B)(6) 2021. A research electrode of the same design was also implanted. Pt called neurosurgery consultation line on (B)(6) 2021 at 18:02 to report her shirt and pants were saturated with clear liquid; pt was advised to present to (B)(6) emergency dept and was ultimately admitted to (B)(6) on (B)(6) 2021 at 20:55. Pt completed participation in research trial on (B)(6) 2021 and remains in hosp for monitoring of ongoing csf leak.